Manufacturer narrative:
Correction: the lot number of the clamp was inadvertently reported incorrectly by the site. The correct value of the lot number is provided in the appropriate field. Additional information: manufacture date is now provided in the appropriate field. Analysis of the returned spine clamp could not confirm any failure, it passed both functional and visual inspections and operated as intended.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the fixed screw on the spine clamp was loose. The issue is suspected to be from the age of the clamp. There was no impact on patient outcome. There was no reported delay to the procedure due to this issue. No additional information was provided.